Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer's mother called to report that her daughter was hospitalized for four days due to experiencing high bg's (greater than 500mg/dl) while wearing the pod. The customer indicated that she "received occlusions", though no alarm was reported. While at the hospital she was placed on an insulin drip. The pod had been discarded at the hospital and will therefore not be returned for eval.